Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient manages her diabetes with oral medication. The patient took the action of consuming more food and/or drink. One week afterwards, the patient experienced the symptom of frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct, and that she had not replaced the meter¿s battery as recommended by the manufacturer. The issue was not resolved as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by not replacing the meter as recommended by the manufacturer. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the meter power issue occurred. Therefore this complaint is being reported.